Event description:
It was reported that the patient underwent an anterior cervical discectomy fusion at c5-6 to treat a disc herniation. It was reported that the patient had pseudoarthrosis. 1 year post-op the patient underwent a posterior surgery at c5-6 to implant rods and cables.

Manufacturer narrative:
(B)(4). Psuedoarthrosis. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.